Event description:
During gamma3 long nail surgery, the distal target device and proximal target device could not be connected. The fixation bolt could not be inserted. When the surgeon used other proximal target device, the device and the distal target device could be connected.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices: (B)(4) distal targeting device gamma3 distal targeting r1.5 lot# kp340967; 1320-5330 fixation bolt gamma3 distal targeting 9x50mm lot # k145616; (B)(4) fixation bolt gamma3 distal targeting 9x50 mm lot # k174677